Event description:
It was reported the patient presented for implant procedure. During implant, the patient entered atrial fibrillation (af). The ventricular leadless pacemaker (lp) was fixated and released when the lp began to counter rotate. R-wave amplitude sensing decreased and capture threshold increased. Retrieval was attempted but unsuccessful. The lp remained implanted. The patient was in stable condition.